Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and low blood glucose level. Blood glucose level at the time of the incident was 40 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose level. Customer was not using auto mode feature. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose and low blood glucose level. Customer also stated that they received sensor updating and calibration not accepted alerts. Customer was assisted with troubleshooting for high blood glucose level and low blood glucose. The insulin pump will be will not be returned for analysis.